Event description:
After a left hip arthroscopy, diathermy plate was removed, grade 2 burn was seen where plate was located.

Manufacturer narrative:
Customer did not use the recommended valley lab pad in the procedure.